Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed non- original equipment manufacturer (OEM) top case and super cap found on pump and there was visible contamination. A review of the event history log identified motor drive off post. During the functional testing the reported issue was able to be duplicated. The intermittent power up noticed due to non-OEM (counterfeit) super cap found in main printed circuit board (pcb). The root cause of this issue was customer induced via the customer's use of unapproved / counterfeit components to repair their pumps. The use of counterfeit components in the repair of pumps is strictly prohibited. Replaced main pcb. Performed power up process and uploaded software., corrected data: d1.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "system failure on screen". No patient involvement reported.